Event description:
It was reported that the 3.50 x 16 mm and 4.0 x 16 mm graftmaster stents were used to treat a long perforation in a chronic totally occluded lesion that was heavily calcified located in the right coronary artery. The 3.50 x 16 mm graftmaster was placed distally. Due to the length of the perforation a 4.0 x 16 mm graftmaster was also placed next to the deployed graftmaster proximally sealing the perforation successfully; however, post-deployment on angiography it was thought that a small aneurysm was observed in the middle of the two graftmaster stents. Upon further observation of the aneurysm, it had appeared to have resolved without any further treatment necessary. The procedure continued on with the placement of additional stents as planned. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The 4.0x16mm graftmaster referenced is being filed under a separate medwatch MFR number.